Event description:
Acid and base reagent were switched by mistake during the first shift on an advia centaur xp instrument. The operator in the second shift found all the quality control (qc) were out of ranges. The customer did not provide any information as to whether patient samples were run after the acid and base reagent. There are no known reports of patient intervention or adverse health consequences due to discordant result because of acid and base reagent switch.

Manufacturer narrative:
A siemens technical solution center (tsc) provided instructions to the customer for decontamination of the instrument. The instrument is performing within the specifications. Further evaluation of the device is not required.